Event description:
It was reported the physician was performing a menisectomy and cartilage repair to the patient's right knee using a super multivac 50 icw. After approximately 10 minutes of use, an electrode plate detached from the distal end of the wand, falling into the patient's joint. The physician searched the joint space, flushing it out two different times, but was unable to locate the electrode plate. Eventually, the surgery proceeded and was completed. The patient is scheduled to return for an x-ray of the surgical site. No patient complications were reported as a result of this event.